Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on information available, the reported incident ultra safety plus twist- usp device breakage led to needle twisted without impact on patient, and may have occured because the device was not correctly locked as shown in the photo provided. Additional information on the local anesthesia and the use of the device if an excessive pressure was exerted during the injection and if the patient has sudden movement are requested and quality investigations are ongoing to rule out any defect. Initial actions (corrective and/or preventive) implemented by the manufacturer: this is the second breaking incident reported with usp twist but reported by the same reporter. Based on information available on the potential root cause and the absence of similar incidents, no CAPA is required pending results of quality investigation or additional information requested.

Event description:
Spontaneous report, from (B)(6). Local reference: # (B)(4). Quality complaint was opened: references #s (B)(4). Linked cases # (B)(4) (the same suspect product, similar reaction, different patient and same reporter). An initial serious case report received on 23-mar-2021 from the dentist via our sales representative by email and follow-up #1 received on 24-mar-2021 from the dentist via our sales representative by email (incident form completed). Both versions were processed together. Course of events: this case occurred with a (B)(6)-year-old male patient, with unspecified medical history, not feeling anxious before the dental care. This case reported ultra safety plus twist - usp device breakage with twisted needle during intraligamentary injection for a lower molar treatment. The incident occurred on (B)(6) 2021, the plastic twist end part of the ultra safety plus twist which is attached to the handle, broke and the whole syringe came undone and needle twisted during the local anesthesia with a half carpule of xylocaine (lidocaine / epinephrine) no information on the local anesthesia and the use of the device were provided including if an excessive pressure was exerted during the injection and if the patient has sudden movement. No other concomitant drug was administered. No information provided regarding corrective action. No information was reported on clinical signs and the impact of this incident for the (B)(6)-year-old male patient. However, the dentist considered the report as serious as the incident "could have caused significant injury to the patient". Outcome: at the time of this report, the patient's outcome was recovered. Information on suspected device : ultra safety plus twist (batch number: f51730aa : exp. Date: 31-dec-2025)/ the local anesthetic cartridge : xylocaine (lidocaine / epinephrine) (batch number: s02r0sx, exp. Date: sep-2021) based on the first analysis from qa department: a photo provided on the device ultra safety plus twist shows that the usp twist has not been previously locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape". This situation was tested and reproduced with the product leading to the same issue occurrence, consistent with the photo received. Sample available for the final analysis. No more information was available. Fu#1: additional information provided regarding patient's details, context of situation, date of administration and criteria of seriousness. Sender's comments: causality assessment on 30-mar-2021 by al, on initial information received on 23-mar-2021 and additional information received on 24-mar-2021: seriousness: serious - other medically important condition. Listedness/expectedness: device breakage: unexpected gb. Needle issue: unexpected gb. Causality: latency - compatible. Recognized association - no. Analysis - in this case, the plastic twist end broke, the whole syringe came undone and needle twisted. Device breakage may occur with excessive pressure exerted, a wrong assembly of the device following a non-observance of the instructions. For use of the device. This seems to have led to the device disassembly and needle twisting. Based on a preliminary analysis from quality department, the usp twist has not been previously locked by a twist which may be considered. As the most probable explanation for the incident. Quality investigation to rule out any defect is ongoing. This is the second breaking incident reported with usp twist but reported by the same reporter, so pending quality investigations and in the absence of other anteriority on the batch and incident, no CAPA is required. Dechallenge - na. Rechallenge - na. Concluded causality who: unlikely.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on information available, the reported incident ultra safety plus twist- usp device breakage led to needle twisted without impact on patient, and may have occured because the device was not correctly locked as shown in the photo provided. Additional information on the use of the device if an excessive pressure was exerted during the injection and if the patient has sudden movement are requested and quality investigations are ongoing to rule out any defect. Initial actions (corrective and/or preventive) implemented by the manufacturer: this is the second breaking incident reported with usp twist but reported by the same reporter. Based on information available on the potential root cause and the absence of similar incidents, no CAPA is required pending results of quality investigation or additional information requested. Possible root causes/causative factors and conclusion. The cause of the defect is the use error of usp twist and usp twist handle during assembly: the rupture in the insertion zone prove the ergot the handle was not "twist" in the l-shape of the usp twist. We recommend a formation of the practitioner about use of usp twist part a with usp twist part b (handle).

Event description:
Spontaneous report, from great britain. Local reference: #(B)(4). Quality complaint was opened: references #(B)(4). Linked cases #(B)(4) (the same suspect product, similar reaction, different patient and same reporter). An initial serious case report received on 23-mar-2021 from the dentist via our sales representative by email and follow-up #1 received on 24-mar-2021 from the dentist via our sales representative by email (incident form completed). Additional information received on 15-apr-2021 from quality department assurance. Both versions were processed together. Course of events: this case occurred with a 38-year-old male patient, with unspecified medical history, not feeling anxious before the dental care. This case reported ultra safety plus twist - usp device breakage with twisted needle during intraligamentary injection for a lower molar treatment. The incident occurred on (B)(6) 2021, the plastic twist end part of the ultra safety plus twist which is attached to the handle, broke and the whole syringe came undone and needle twisted during the local anesthesia with a half carpule of xylocaine (lidocaine / epinephrine) no information on the local anesthesia and the use of the device were provided including if an excessive pressure was exerted during the injection and if the patient has sudden mouvement. No other concomitant drug was administered. No information provided regarding corrective action. No information was reported on clinical signs and the impact of this incident for the 38-year-old male patient. However, the dentist considered the report as serious as the incident "could have caused significant injury to the patient". Outcome: at the time of this report, the patient's outcome was recovered. Information on suspected device : ultra safety plus twist (batch number: f51730aa : exp. Date: 31-dec-2025)/ the local anesthetic cartridge : xylocaine (lidocaine / epinephrine) (batch number: s02r0sx, exp. Date: sep-2021) based on the first analysis from qa department: a photo provided on the device ultra safety plus twist shows that the usp twist has not been previously locked by a twist before use as mentionned in the instruction for use, so that the tabs come to be lodged in the "l-shape". This situation was tested and reproduced with the product leading to the same issue occurrence, consistent with the photo received. Sample available for the final analysis. No more information was available. Based on the final analysis investigation report received from quality department assurance: regarding the picture attached, the separation of the handle from the usp twist was due to a wrong assembling of the device system: the rupture in the insertion zone proved that the handle was not "twisted" in the l-shape of the usp twist. The defect could be reproduced in our laboratory. The cause of the defect was the use error of usp twist and usp twist handle during assembly: the rupture in the insertion zone prove the ergot the handle was not "twist" in the l-shape of the usp twist. Fu#2: additional information provided regarding analysis investigation report. Sender's comments: causality assessment on 30-mar-2021, on initial information received on 23-mar-2021 and additional information received on 24-mar-2021: re-assessment on 22-apr-2021, on additional information received on 15-apr-2021: a. Seriousness: serious - other medically important condition. B. Listedness/expectedness: device breakage: unexpected gb. Needle issue: unexpected gb. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - in this case, the plastic twist end broke, the whole syringe came undone and needle twisted. Device breakage may occur with excessive pressure exerted, a wrong assembly of the device following a non-observance of the instructions for use of the device. This seems to have led to the device disassembly and needle twisting based on analysis from quality department, the cause of the defect is the use error of usp twist and usp twist handle during assembly: the rupture in the insertion zone prove that the handle was not "twisted" in the l-shape of the usp twist. This is the second breaking incident reported with usp twist but reported by the same reporter, so pending quality investigations and in the absence of other anteriority on the batch and incident, no CAPA is required. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely.